Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a procedure to treat pelvic organ prolapse on (B)(6) 2011 and mesh was implanted. Post procedure, the patient experienced an erosion of 2*1.5cm of mesh in the middle of the anterior vaginal wall and a vaginal exposure in the middle of the posterior wall. Frequent and urgent micturition was also reported. The patient was treated with estrogen application and subsequent mesh removal. The patient reported her current condition affects her quality of life, especially drinking and nerves and she has no sexual life. Additional information was not provided.